Manufacturer narrative:
Malformed clip. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed one malformed clip due to bypass issues. In addition, the orange indicator did not show up after the device locked out. The device was disassembled to verify the condition of the internal components and no anomalies were found. We have documented teh circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap supercervical hysterectomy procedure, the device fired two clips correctly. The device jammed and would not fire clips correctly as the clips jammed in the jaws. Once the jaws were cleaned out, the device was not loading clips correctly. Another device was used to complete the procedure. There was no patient consequence.